Event description:
It was reported by repair work order that the head end jack was stuck raised due to damaged jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.